Manufacturer narrative:
(B)(4). The service engineer replaced the keyboard.

Event description:
The service engineer reported that the device had an intermittently functioning volume key. There is no reported patient involvement associated with this event.